Manufacturer narrative:
Submit date: 2/26/2018. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports the enteral feeding pump gave an error but did not alarm.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states ¿the unit is not alarming and giving an error.¿ the unit was triaged and the reported issue could not be confirmed at this time. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.